Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a device malfunction regarding the lead end cap approximately five years prior to report. No further information was reported. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID neu_leadcap_acc, lot# unknown. Product type: accessory. (B)(4). "Potential lead damage associated with the dbs lead cap."